Event description:
During a literature search, atricure became aware of two patients who each experienced cerebrovascular adverse events after a CABG procedure with concomitant laae between july 2020 and november 2022, which may have been caused or contributed to by an unknown atriclip device. The clinically relevant stroke rate after standalone CABG is approximately (B)(4), whereas the clinically relevant stroke rate after laae is approximately (B)(4). While there was no evidence that the atricure device directly caused or contributed to these events, atricure is filing this MDR out of an abundance of caution. One patient experienced mild dysarthria and a small lacunar stroke but recovered without incident. The second patient developed global neurological deficits from multiple areas of infarction. That patient was transitioned to comfort measures and ultimately expired. There was no reported device malfunctions, and the adverse events were the result of procedural complications.source: non-atriotomy surgical ablation is associated with a reduction of postoperative atrial fibrillation kiankhooy, armin et al. Annals of thoracic surgery short reports, volume 2, issue 1, 25 - 29doi: 10.1016/j.atssr.2023.09.007.

Manufacturer narrative:
The device was not returned for evaluation, and the device history review was unable to be completed as the relevant device lot/serial number was not reported or able to be subsequently ascertained.

Event description:
During a literature search, atricure became aware of two patients who each experienced cerebrovascular adverse events between july 2020 and november 2022, which may have been caused or contributed to by an unknown atriclip device. One patient experienced mild dysarthria and a small lacunar stroke but recovered without incident. The second patient developed global neurological deficits from multiple areas of infarction. That patient was transitioned to comfort measures and ultimately expired. There was no reported device malfunctions, and the adverse events were the result of procedural complications. Source: non-atriotomy surgical ablation is associated with a reduction of postoperative atrial fibrillation kiankhooy, armin et al. Annals of thoracic surgery short reports, volume 2, issue 1, 25 - 29. Doi: 10.1016/j.atssr.2023.09.007."